Event description:
Per the surgeon, the patient experienced an infection (site of the infection unknown - may not be device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on august 15, 2023.